Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: anchor shaft break off. Probable root cause: design: inserter/implant not compatible with guide. Inserter material/design too weak. Inserter shaft cannot bend around curved guide. Drill not designed to center hole with respect to guide. Guide mouth not designed to grip bone. Guide not able to be gripped tightly. Process: inserter, implant, and/or guide manufactured out of spec. Anchor coating process out of specification application: excessive force impacting inserter. Movement of guide out of orientation to pilot hole. Use of wrong drill. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported anchor shaft broke and remained in the patient.